Manufacturer narrative:
The technician found the latch block was broken. He replaced the latch block to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.